Manufacturer narrative:
U.s. Reporting agent notified on: 05/18/2015. Mfg site investigation. The prospace cage is fractured through the connection interface to the insertion instrument where the wall thickness is at its lowest and through a hole, where the stress concentration is at its highest. Device mfg records have been reviewed and no deviations were found. Review of complaint database indicates there have been no other complaints of this nature for this batch. Fracture of cage was due to a too high insertion force. Root cause is user related.

Event description:
Country of complaint: (B)(6). During implantation, the cage broke as a result of a low insertion force. Surgery delay less than 15 minutes. No consequences for the pt.